Manufacturer narrative:
Actual device not evaluated. Additional manufacturer narrative - structural valve degeneration (svd) can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 19mm surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of six (6) years, five (5) months. The reason for re-operation was due to moderate to severe central regurgitation and degeneration with a mean gradient of 25 mmhg. A 20mm transcatheter valve was implanted and the patient is noted as being discharged at home, in good condition.